Event description:
It was reported that during a carotid angioplasty/ stenting treatment procedure, "the stent 'jumped' upon deployment and missed the lesion. Used another that successfully deployed within the lesion." No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.